Manufacturer narrative:
Device evaluated by MFR: the outer diameter (od) of the distal shaft was measured and was within specifications. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. There was no damage or irregularities to the collar. The guide catheter used in the procedure was not returned for product analysis. Functional testing was performed by inserting the distal shaft of guidezilla through the hub of the mach1 guide catheter up to the separation. The detached distal shaft of the guidezilla was able to advance through the hub of the guide catheter with no resistance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft broke. The 75% stenosed lesion being treated was located in the moderately calcified, moderately tortuous mid left circumflex artery (lcx.) A guidezilla guide extension catheter was used to deploy a promus premier stent and for a postdilation. During advancement slight resistance was encountered, however upon removal the shaft broke while inside of a guide catheter. The guidezilla was successfully removed with the guide catheter. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that the shaft broke. The 75% stenosed lesion being treated was located in the moderately calcified, moderately tortuous mid left circumflex artery (lcx.) A guidezilla guide extension catheter was used to deploy a promus premier stent and for a postdilation. During advancement slight resistance was encountered, however upon removal, the shaft broke while inside of a guide catheter. The guidezilla was successfully removed with the guide catheter. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).